Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was between 200 mg/dl and 400 mg/dl and treated with injection. Customer declined to troubleshoot for high blood level. The customer stated insulin pump died after putting in new battery meter and insulin pump are not link up. The product was not returned for analysis.